Manufacturer narrative:
Additional narrative: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the air pen drive device motor had seized, was jammed, and was heavy moving. It was also noted that the device failed pre-repair diagnostic tests for status of development, general condition, internal leak tightness, external leak tightness, valve-control in "lock" position, valve-control in "hand" position with hand switch, and the power with test bench. It was noted in the service order ¿the hand piece has the motor, seized, jammed, heavy moving¿. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.